Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges going up her ramp, front wheel bumped beginning of ramp, back wheels spun, and threw consumer to the side. Alleges chair landed on top of her.

Manufacturer narrative:
The device was evaluated and repaired by the provider. The parts replaced were due to the damages incurred from the alleged incident. The device is working properly.

Event description:
Alleges going up her ramp, front wheel bumped beginning of ramp, back wheels spun, and threw consumer to the side. Alleges chair landed on top of her.